Event description:
The affiliate reported that there was a disengagement failure. The perforator would not stop during surgery. Another product was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
The returned perforator was visually inspected as received, disassembled and cleaned. No discrepancies were found. The perforator was reassembled and was functionally tested for cutting and drilling. It was found to meet specification requirements. The reported condition could not be duplicated. Review of the device history record has found no discrepancies. The complaint cannot be confirmed. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.